Manufacturer narrative:
Batch review performed on 12-jan-2026 lot 2348286: (B)(4) items manufactured and released on 27-may-2024. Expiration date: 2029-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 4 months from primary, the patient came reporting pain caused by aseptic loosening of the femoral component. The surgeon observed femoral notching without fracture. Gmk-spherika components were revised to gmk-hinge system. The surgery was completed successfully.